Manufacturer narrative:
(B)(4). Date sent: 06/06/2016. (B)(4). Additional information was requested and the following was obtained: do you know which piece was missing from the reload? Was there a piece completely missing from the packaging, or was a piece removed from the reload such as the staple retaining cap or cartridge pan? Looked like the reload was missing a small orange piece. The analysis results found that one gst60b unfired and the pan was noted to be partially detached from the cartridge and the drivers were out of position. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve procedure, they noticed that the reload had a piece missing in the package as they opened it. They put it all back in the original wrapper. They did not use in the case. Another like reload was used to complete the procedure. There were no adverse consequences for the patient.